Event description:
--

Event description:
Boston scientific received information that this entire system was explanted due to erosion. The patient was seen in the hospital for an unrelated issue when it was noted that the device had eroded through the patient's skin. A temporary pacing system was implanted until the results of a culture was determined that there was no infection present. A new system was later successfully implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.